Manufacturer narrative:
Based on investigation, the root cause was attributed to a manufacturing related issue. Despite that the product was not returned, based on the picture received, we cannot discard that the event might occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
At incoming inspection at distribution, it was found that there was a foreign material in the blister package. This event was found on 1 unit of knife light containing 10 units per box..

Event description:
At incoming inspection at distribution, it was found that there was a foreign material in the blister package. This event was found on 1 unit of knife light containing 10 units per box.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.